Event description:
It was reported that bd angiocath plus 18ga x 1.16in - foreign matter. Verbatim: the customer said it seems like that the cannula was torn and there is a silicone oli on the tip of the catheater.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed. B3. The date received by manufacturer has been used for this field.

Manufacturer narrative:
Our quality engineer inspected the photos and sample submitted for evaluation. The reported issue of catheter defective/ damaged was confirmed upon inspection of the sample. Analysis of the sample showed tip spear damage but no silicone on the catheter. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records have been reviewed, and this batch meets our manufacturing specification requirements. The assembly process was reviewed. If the catheter tip was torn during the manufacturing process, the defect would be detected and auto rejected by the inline tip spear 100% vision inspection system. While challenged with the complaint sample, the vision system was able to reject the sample. Catheter tip spear could happen during needle cover removal, if not done carefully.